Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and both had been removed from the device. It was also noticed that the device was half deployed. The yoke was still attached to the control wire. In addition, the clip assembly was detached from the bushing and was located inside the over sheath. Functionally, the control wire was actuated several times and the yoke deployed. The most probable root cause has been determined to be operational context as evident by the sheath grip being detached from the over sheath. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The patient's age is unknown; however, it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was intended for use during an esophagogastroduodenoscopy (egd) in the stomach, performed on (B)(6), 2010. According to the complainant, during preparation, the nurse removed the device from the package and noticed that the clip was partially deployed and remained attached to the delivery catheter. The clip was extended from the sheath and locked closed. There was no damage noticed to the package. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was intended for use during an esophagogastroduodenoscopy (egd) in the stomach, performed on (B)(6) 2010. According to the complainant, during preparation, the nurse removed the device from the package and noticed that the clip was partially deployed and remained attached to the delivery catheter. The clip was extended from the sheath and locked closed. There was no damage noticed to the package. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.